Manufacturer narrative:
(B)(4).

Event description:
It was reported the rn inserted the PICC through the sheath without issue. She attempted to peel the sheath apart but encountered a problem towards the distal tip when the two halves of the sheath would not separate. She had to apply a significant amount of force to finally tear the plastic from around the PICC. There was no delay in treatment and no pt death or complications reported.